Event description:
The customer reported the system displayed a generator error message. This message will result in a system shut down without command situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.